Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for system extraction due to infection. During the extraction of the right ventricular (rv) lead, the rv deflated and the patient became unstable. A surgeon was called to the ep suite and invasive intervention was required. The physician suspected that an rv lead perforation had occurred.